Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery (sfa). The tortuosity and calcification of the sfa is unknown. A 2 x 20mm sterling es otw balloon catheter ruptured on the first inflation at a pressure of 6atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).